Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct device manufacturer date (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image on monitor was due to cable failure. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received. Additional information was provided in b5.

Event description:
This report is being supplemented to provide additional information received from the field engineer indicating that the flickering image was found during preparation for a therapeutic laparoscopic cholecystectomy procedure during general inspection to check the cable connections and equipment functions. The intended procedure was completed using the same equipment with no delay to the procedure, and no impact on the procedure or the patient.

Manufacturer narrative:
Upon further evaluation, service found cut marks on the cable unit. A leak was observed from switches and the focus ring, and screws couldn¿t be fixed in the switch stage of the charge coupled device unit (ccd). Minor scratches and dirt were observed on the coupler unit, scratches and hit marks were found on the outer cover, labels were worn, and scratches were found on the serial number plate. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during general inspection before starting an unspecified procedure, they checked the subject device and found the image was flickering. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found no image with three white dots displayed on the monitor, due to a faulty cable unit. This report is being submitted for the malfunction (no image/faulty cable) found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.